Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel cannula infusion set (6 mm) after eating dinner followed by ice cream and an orange that were not announced to the system; blood glucose reached 277 mg/dl but was trending downward during the call, and the user and caregiver reviewed corrective algorithm use and confirmed no observed infusion or supply issues after checking the site and tubing. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included user interview, device use review, and troubleshooting with site and tubing checks. Investigation of this case revealed no device malfunction or component failure and indicated a use-related issue due to a missed meal announcement leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.